Manufacturer narrative:
The reported event was addressed with phone support. The customer confirmed to the technical support engineer (tse) that the system was working as expected later. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the biomedical engineer contacted the technical support engineer (tse) and reported that the surgeon was complaining about arms uncontrolled movement. The tse suggested to reset the instruments on arms. The biomedical engineer confirmed it was reset already; its intermittent issue occurring once after reset. The tse found no suspicious logs related to issue. The tse suggested to reboot the system once, but the site didn't reboot and proceeding with surgery. The site later confirmed the system was working as expected. The procedure was completed as planned with no reported injury.